Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an initial implant procedure, the physician had difficulty inserting the lead wire into the device. The lock screw had to be untightened in order to allow the lead to be inserted properly. The device had high impedances in the 3200 ohm range on 3 different electrode combinations, all of which included the #2 electrode (initial impedance settings were amp 2.0 and pw 300). Amps were increased to 2.2 and the numbers for the same electrode combinations were higher, in the 3400-3600 range. The surgeon removed the device and attempted to disconnect the lead from the device. Again, there was difficulty getting the lead removed from the device. The screw was backed out and the lead eventually was removed. The device was again attempted to be re-connected to the lead. The surgeon felt as if that something didn't "feel right". Impedances were tested one more time with high readings in the 3400-3600 range. The surgeon felt that there was something wrong with the device. Another device was implanted with ease and all impedances were normal.